Event description:
Drager kappa xlt monitor failed in use during surgery. The failure was the device switching off during a case. It emitted several loud "bong" sounds and then turned itself off. The battery had been tested for a 10 minute run within the last 10 days and when I inspected the device ac power functioned properly (the device had been swapped out before I inspected it). This is one of several similar incidents we have had. We have been working with the vendor to replace the product. This particular device consists of 3 separate parts, a power supply containing the backup batter and ac power supply, a vital signs engine which receives and processes the patient data and the monitor, which is essentially an all-in-one computer running windows xp. As you are probably aware the life of a desktop computer is 3 to 5 years, these devices are 4 years old. The new product draeger (omega) product has put a display on the vital signs engine (unit is called delta) and sells pretty much the same all-in-one computer to provide touch screen and connect ability functions. This provides a back-up if/when the computer fails.we have been told there are issues with interconnect cabling on the kappa product and our experience proves that to be true. The cables, in my opinion, are poorly designed and tend to drop data and cause screen flashes. They are checked for tightness on a regular basis. The monitor restarted without any issues and was subsequently replaced by draeger. In our experience the vital signs engine and power supplies are stable and all of our issues have been the all-in-one computers and the cabling.======================manufacturer response for monitor, physiological, kappa xlt (brand not provided) (per site reporter).======================manufacturer representative repaired/replaced monitor. This issue is a repetitive issue, the manufacturer has agreed to place two spare monitors in-house for immediate replacement.